Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one grampeador dst gia 80-3.8mm. The single use loading unit was received fully fired and with an engaged interlock. The sulu was reloaded with staples and fired on the test media. There were no functional abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during stapling stomach stapling the load cut and released the clamps, but they were not fixed and opened, causing cut in the stomach and bleeding. It required manual suturing. There was no patient injury. There was bleeding less than 500ml. There was an increase in surgical time for 40 minutes for manual suturing. There was no increased hospitalization.